Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, episodes of auto mode switch was observed. Upon review of transmission, oversensing was observed on the atrial channel. Programming changes were made. Patient will be monitored with routine follow up.